Event description:
During b12 injection needle break off in buttocks. Pt went to hospital and had x-rays; ultra sound and metal detector scan. Results of x-ray were inconclusive. Needle was not found in metal detector scan and ultrasound.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.